Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with readings exceeding 400, later trending down to 221 and then 196 after performing a full supply change on the ilet system using a cd infusion set and after announcing meals and delivering an additional correction; the user had replaced insulin the night prior but not the tubing, and no site issues were observed during removal. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available and insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.